Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Reference MFR: 1627487-2019-05611. It was reported that the patient experienced ineffective therapy and high impedances. As a result, surgical intervention was taken where the lead was disconnected and reconnected which resolved the issue. An additional lead was also placed. Issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.